Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with ceftazidime (625 mg/5 l, route, frequency, and duration not reported) and cefazoline (400 mg/5 l, route, frequency, and duration not reported). At the time of this report, the patient was recovering from the event. Dianeal therapy was ongoing. No additional information is available at this time. This is report 1 of 3 involved in this event.